Event description:
Two sutures broke approx 1: back from needle during min inv avr (minimaly invasive aortic valve replacement). Surgeon was closing the aorta. Broken sutures removed and replaced with sutures from a different box, different lot#.manufacturer response for 3-0 prolene suture, (brand not provided) (per site reporter).took description of problem, issued report#. A return kit will be sent to ship remaining suture from lot# ejp617 that broke.what was the original intended procedure?minimaly invasive aortic valve replacement.